Event description:
It was reported that the customer received a button error alarm. The customer was hospitalized on (B)(4) 2014 because of a high blood glucose level of 593 mg/dl. He was advised to disconnect from the insulin pump and revert to a back up plan. The product will return. Nothing further to report.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was unable to prime during prime test due to moisture damage force sensor. The insulin pump was unable to perform the occlusion and excessive no delivery test due to prime. All buttons functioned properly. However, the insulin pump had a corroded keypad traces. No button error alarm or unexpected vibration during testing. The insulin pump received with cracked reservoir tube lip, minor scratched lcd window, scratched reservoir tube window and missing end cap sticker.